Manufacturer narrative:
Journal article: paclitexel versus sirolimus-coated balloon in the treatment of coronary instent restenosis authors: carlo briguori, gabriella visconti, marco golino, amelia focaccio, mario scarpelli, silvia nuzzo, giuseppe biondi-zoccai journal: panminerva medica year: 2021 reference: doi: 10.23736/s0031-0808.21.04573-0. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Age: average age. Sex: majority gender. Date of event: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled: paclitexel versus sirolimus-coated balloon in the treatment of coronary in-stent restenosis. The aim of this study was to compare the clinical efficacy of paclitaxel-coated balloon (pcb) versus sirolimus-coated balloon (scb) in the treatment of drug-eluting stent (des) in-stent restenosis (isr). A total of 186 patients were included into the pcb group and 186 patient were included in the scb group. The primary purpose of the study was the 1-year target lesion failure (tlf) rate, including cardiac death, target vessel-related myocardial infarction and repeated target lesion revascularization (tlr) or target vessel revascularization (tvr). Lesions treated during the procedures included ostial, proximal, middle and distal lesions located in the left main (lm), left anterior descending artery (lad), circumflex artery (cx) right coronary artery (rca) and the saphenous vein graft. Lesions had in-stent restenosis of either type I, ii, iii or IV. Both the pcb and scb devices used in this study were non-medtronic balloons. However, resolute integrity and resolute onyx drug eluting stents were among the isr-des that were treated with the pcb and scb devices. In this study, 112 patients had either the resolute integrity or resolute onyx stent. Procedural success was achieved in all cases. Clinical follow-up was scheduled by a visit at the outpatient clinic or by telephone interview with the patient at 1, 3, 6 and 12 months. Major adverse cardiac events reported from both the pcb and scb groups included: cardiac death, myocardial infarction, tlr, and tvr.